Event description:
A surgeon reports that after inserting an intraocular lens (iol) during iol implant surgery, he noticed a broken piece of the optic. Only the broken piece of the optic was removed and the surgeon completed the surgery. The patient was examined one day post-op and the surgeon noticed that a haptic was detached and the lens was dislocated. On the second post-op day, the lens was removed and a second lens placed in the eye.